Manufacturer narrative:
The reported dizziness and possible adverse event without identified problem was not confirmed. The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed and found to be normal. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range.

Event description:
It was reported that the patient presented to the hospital with dizziness. The physician elected to explant and replace the implantable cardioverter defibrillator (ICD). Further information was requested but not yet received.